Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered on with blank display. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was noted on: pcba1, pcba2, force sensor, and lcd flex connector. Isolate to electronic stack. Unit also received with: corroded battery tube, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, and scratched case in summary, customer concern for blank display is confirmed. Blank display due to corroded electronic assembly. Isolate to electronic stack.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, and was exposed to moisture. The customer reported no adverse events. The event involved product(s) mmt-1886. The customer reported a blank display. Battery cap contacts and battery compartments and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.